Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system. During implant both discs of the device formed cobra-headed shapes. The device was suspected to have made contact with the left atrial wall. The device was removed from the patient and replaced with a new 30mm amplatzer septal occluder. It was noted that the patient's left atrium was too small and the defect was too large to accommodate a large-waisted device. The 30mm occluder was removed from the patient. The patient was sent to surgery to close the defect. There were no angulations or kinks noted in the delivery system. There were no adverse effects to the patient. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, arten600196097 rev b, table 15. The smallest recommended sheath size for a 28mm is a 10f

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system. During implant both discs of the device formed cobra-headed shapes. The device was suspected to have made contact with the left atrial wall. The device was removed from the patient and replaced with a new 30mm amplatzer septal occluder. It was noted that the patient's left atrium was too small and the defect was too large to accommodate a large-waisted device. The 30mm occluder was removed from the patient. The patient was sent to surgery to close the defect. There were no angulations or kinks noted in the delivery system. There were no adverse effects to the patient. There were no clinically significant delays in the procedure. The patient status was stable.